Manufacturer narrative:
This is the 10th of 11 reports filed associated with this event. Subject device is not available.

Event description:
The patient underwent successful stent-assisted coil embolization of an un-ruptured aneurysm located in the right internal carotid artery¿ophthalmic segment. Post-procedure the patient was assessed having a mrs of 1. It was reported that on the day of the procedure, the patient suffered headache. Medication was administered. The headache adverse event was ongoing. . According to the physician, the headache was unrelated to the procedure and stents. However it is unknown if the headache was related to the implanted coils and to the access devices (subject devices). The patient was assessed having a mrs of 1 at 2 month follow-up, mrs of 0 at 6 month and 12 month and and a nihhs of 1 at 12 months post the index procedure. The patient was reported still having intermittent headaches (about 2 per week) at 12 months. No further information is available.

Manufacturer narrative:
Expiration date: updated. Manufacturing date: updated. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, headache is listed in the clinical experience summary for neurovascular microcatheters as potential complication of a procedure. Therefore, an assignable cause of anticipated procedural complications has been assigned to this event.

Event description:
The patient underwent successful stent-assisted coil embolization of an un-ruptured aneurysm located in the right internal carotid artery¿ophthalmic segment. Post-procedure the patient was assessed having a mrs of 1. It was reported that on the day of the procedure, the patient suffered headache. Medication was administered. The headache adverse event was ongoing. According to the physician, the headache was unrelated to the procedure and stents. However it is unknown if the headache was related to the implanted coils and to the access devices (subject devices). The patient was assessed having a mrs of 1 at 2 month follow-up, mrs of 0 at 6 month and 12 month and and a nihhs of 1 at 12 months post the index procedure. The patient was reported still having intermittent headaches (about 2 per week) at 12 months. No further information is available.